Event description:
It was reported that the patient has ineffective stimulation and is unable to set their ipg to MRI mode due to high impedances on their l5 and l1 leads. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Correction b5: additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which their t12 and s1 leads were explanted and replaced. Correction d4: device information was corrected to the s1 lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which their t12 and s1 leads were explanted and replaced.